Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify the reported issue. Physio replaced the device's system pcb board to resolve the reported issue. After proper device operation was observed through functional and performance testing., the device was returned to the customer for use. The root cause was determined to be the system pcb.

Event description:
The customer contacted physio-control to report that their device cannot be switched on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cannot be switched on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.